Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On 06/20/2026, it was reported that the patient experienced a cgm inaccuracy issue. On 06/19/2026, at approximately 7:30 pm, the patient reported a cgm accuracy concern in which the cgm displayed ¿low¿ while a fingerstick bg obtained by a friend measured 500 mg/dl. Two fingerstick bg measurements were reportedly obtained within five minutes of each other; however, specific values for the second reading were not provided. A calibration was entered into the cgm system, but the calibration did not bring the cgm reading closer to the fingerstick bg value. The reporter also stated that cgm readings appeared erratic and fluctuated significantly. Prior to and during the event, the patient experienced shakiness. According to the patient¿s friend, the patient failed to attend a scheduled appointment and an evening game, prompting the friend to check on the patient. Upon arrival, the friend found the patient shaking and appearing fatigued. Emergency medical services were contacted. Upon arrival, emergency medical services (ems) reportedly administered intravenous fluids and an oral glucose treatment described as a "glucose tube"; however, the exact medication names and dosages were not recalled. No hospitalization or healthcare facility visit was reported. It was noted that the patient was connected to an omnipod 5 insulin pump at the time of the event. At the time of reporting, the patient described feeling "fine". No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.